Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the report of a scratch on the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the iol was scratched in the periphery. There was no impact to the patient and the lens remains implanted. According to the surgeon, she believes that the issue occurred due to the handling (folding) of the iol. Additional information has been requested. There are two medical device reports associated with this event. This report is for the iol delivery system (handpiece).

Manufacturer narrative:
Additional information was provided. Product evaluation: a review of the photos returned show two scratch lines on opposite sides of the lens. The photos do confirm scratches are present on the lens. The cause of scratches appears to be where the forceps may have held the lens. The manufacturer internal reference number is: (B)(4).